Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 18 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. We have also reviewed the complaint history record, and there are no complaints related to the same issue of the products sterilized in the same sterilization cycle. Remarks: sterilization method using ethylene oxide has been validated for this product. Monosyn biocompatibility has been tested according iso 10993 series in numerous experiments and the harmless of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of the monosyn suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of monosyn: "side effects: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body.". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that a cat manifests seroma in the sutured area after 2 days. No more information has been provided.